Manufacturer narrative:
E1: facility name (B)(6). H10: additional related report # 3012307300-2024-09982 investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the device had an air in line alarm. There was no patient involvement. The event involved with a cassette and tubing. The device contained chemotherapy.

Manufacturer narrative:
No product was returned. The reported issue of air in line alarm cannot be confirmed as no product was returned for investigation. The device was last serviced over 7 years ago. No event history log was provided for review. Based on review of service history and information provided by the customer we are unable to determine a probable cause because the product was not returned for evaluation.